Event description:
Additional information reported that in regards to whether the implantable neurostimulator (ins) had a low voltage when attempting to charge the ins/when the por message was observed, it was stated the "battery level had." The meaning of this response was not entirely clear.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), implanted: (B)(6) 2015, product type: recharger. (B)(4).

Event description:
It was reported that every time the "charge" button was pressed, error code 376 was displayed and the recharger "did not start charging." When the "charge" button was pressed again, the recharger would sometimes display a power on reset (por) message and then become ready to charge. However, upon pressing the "charge" button yet again a few minutes later, the recharger would again display the error code 376. It was noted there was no problem charging with a second recharger and as a result it was concluded the recharger was the cause of the issue. The crps patient's recharger was replaced as a result of the event. There were no health hazards to the patient from the event. Additional information has been requested; a supplemental report will be filed if additional information is received.